Event description:
Additional information was received that the pump logs were incorrect and the pump delivered compounded baclofen rather than lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr) regarding a patient receiving intrathecal lioresal 500.0 mcg/ml; 52.80 mcg/day via an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2015 examination results were the pump was flipped in the pocket. The pump was manually flipped back and a refill was successfully accomplished on (B)(6) 2015. The patient did not experience any signs or symptoms. The outcome was resolved without sequelae on (B)(6) 2015. The etiology was the pump and was related to device or therapy and not related to implant procedure.